Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring beforehand. The issue caused the customer¿s blood glucose level to exceed 500 mg/dl, but the specific value was displayed as "high." The customer addressed the high blood glucose level by administering a correction bolus via the pump and did not require third-party assistance. Technical support assisted with resetting the pump, and the malfunction code did not recur afterward. The customer was instructed to continue using the pump and to call back if the malfunction code reappeared.